Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this patient with a 27 mm mitral pericardial valve, implanted for 11 months, underwent redo mitral valve replacement (mvr) due to mitral stenosis and regurgitation. The patient initially underwent mvr with the subject device to treat infective endocarditis. At 8 months of implant with the subject device, the patient visited the outpatient department, and mitral stenosis and regurgitation was detected. The subject device was explanted during the redo mvr and replaced with a 27 mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Based on the implant duration; bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
Device evaluation: x-ray demonstrated moderate calcification on leaflets 1 and 2, minimal calcification on leaflet 3, and wireform intact. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The free margin of the leaflets were observed to be thickened and swollen near the commissures. Calcification, host tissue, and thickened leaflets restricted leaflet mobility and led to stenosis. Leaflet 2 had a 6mm tear near commissure 2; thickened tissue was observed on the tear region. Leaflet 2 had a 1mm non-transmural tear at the inflow aspect; calcification was observed near the tear. Customer report of stenosis was confirmed. Customer report of regurgitation was visually confirmed due to a leaflet tear.